Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed. A field service engineer confirmed with customer no problem detected. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 6 was failed.the customer stated that this malfunction occurred when trying to issue a medication to a patient. The customer mentioned that there was a 4-minutes delay in patient care since users had to go to another drawer for get the medications. The medication was called propofol. There were no adverse events or injuries reported based on this event.